Event description:
A surgical director reported the shunt went through the sclera and into the eye during glaucoma filtration surgery. She stated the eye was filled twice with viscoelastic to try and retrieve the shunt. She stated the shunt was not found and the incision was closed. She reported the surgeon performed an iridectomy and trabeculectomy. Add'l info has been requested.

Manufacturer narrative:
Eval summary: product eval: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Root cause: because a sample was not returned, the root cause cannot be determined. Action taken: because the cause of the event is not related to the device performance or a mfg issue, no add'l action is required. Add'l info was requested on 08/18/2011, 08/22/2011, 08/24/2011 and 08/30/2011 by fax, phone and mail. A completed questionaire has not been received.(B)(4).